Manufacturer narrative:
H.6 investigation summary customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results. H3 other text : see h.10.

Event description:
Report 1 of 2 it was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was two molecular false positives on different dates. The following information was provided by the initial reporter: biofire was a dual positive for staph species and candida tropicalis only staph hominis grew gram stain had gram positive cocci in clusters customer does not know about any patient impact discrepant results were not reported confirmatory testing included repeat gram stain and culture.

Event description:
Report 1 of 2. It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was two molecular false positives on different dates. The following information was provided by the initial reporter: biofire was a dual positive for staph species and candida tropicalis only staph hominis grew. Gram stain had gram positive cocci in clusters. Customer does not know about any patient impact. Discrepant results were not reported. Confirmatory testing included repeat gram stain and culture.

Manufacturer narrative:
The following fields have been updated: b3: date of event: 24-mar-2023. B5. Describe event or problem: report 1 of 2 . It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was two molecular false positives on different dates. The following information was provided by the initial reporter: biofire was a dual positive for staph species and candida tropicalis. Only staph hominis grew. Gram stain had gram positive cocci in clusters. Customer does not know about any patient impact. Discrepant results were not reported. Confirmatory testing included repeat gram stain and culture.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was two molecular false positives. The following information was provided by the initial reporter: it was reported by the customer that there is a molecular fp. Customer reports 2 instances of molecular fps on lot # 2333876.